Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head will not stay on the toothbrush- it no longer clicks on and just falls straight off - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head would not stay on the oral-b toothbrush. It no longer clicked on and fell straight off. No injury was reported.